Event description:
It was reported that the patient's right ventricular lead was over-sensing an unspecified source resulting in syncopal episodes. The lead was capped and replaced on (B)(6) 2022. The patient was stable.